Event description:
A caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the customer reloaded the same cartridge on the pump following a pump reset, and the caller was able to successfully load a cartridge and resume insulin therapy.